Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5083729) that a female patient of unknown age who underwent breast augmentation with gel mentor memorygel breast implant 325cc on the left breast implant and with gel mentor memorygel breast implant 300cc on the right breast implant on (B)(6) 2008 experienced autoimmune disorder (the patient reported psoriasis). No date of explantation was provided. No product issue, such as rupture, was reported. No further information is available at this time. This medwatch is for the right breast implant.